Manufacturer narrative:
Section g2 - report source: corrected manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient presented with lower extremity edema, mild tachypnea, and serous purulent exudate from the driveline insertion site. Methicillin-sensitive staphylococcus aureus (mssa) was identified on (B)(6) 2024. The condition showed improvement following the administration of antibiotics and thrice-daily disinfection of the driveline site. At present, the patient continued on oral antibiotic therapy at home and treated their driveline site thrice daily with betamethasone ointment.

Manufacturer narrative:
Patient weight was not provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was diagnosed with a bacterial driveline infection on (B)(6) 2024. The patient was treated with drug therapy only. The patient was admitted for the infection from (B)(6) 2024 through (B)(6) 2024 for antibiotic administration and driveline antisepsis intensification.